Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the rectum was being disconnected during a robotic laparoscopic gastrointestinal surgery, the device was unable to fire. The procedure was changed to open surgery to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the rectum was being disconnected during a robotic laparoscopic gastrointestinal surgery, the two devices were unable to fire. The procedure was changed to open surgery to complete the case. The patient is in good condition, recovered and discharged.